Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with approximately 300 units of insulin and remained static at 150 units. There was no reported impact to the customer's blood glucose level. The customer declined to perform troubleshooting with tandem technical support.